Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a blank display, a battery out limit alarm, and that the battery compartment was cracked. The customer's blood glucose level was 3.9 mmol/l. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly; unable to verify battery out limit alarm, low reservoir alarm anomaly and perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.